Manufacturer narrative:
Follow-up #1 date of submission 07/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn over the up button and the keypad symbols were found to be worn. All buttons were intermittently unresponsive. Evaluation revealed that there was contamination under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and pink and display lens was scratched. A leak test was performed and a leak is found from display lens. And there was internal moisture found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were unresponsive potentially due to moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.